Manufacturer narrative:
Concomitant products: 694758 lead, implanted: (B)(6) 2003; 305c227 tissue valve, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during range of motion activities, noise was noted on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.